Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Investigation is pending.

Event description:
The event occurred on a plum 360 infusion pump in the hospital¿s critical care unit. A user facility mandatory medwatch report (# (B)(4)) was received that stated ¿IV pump spontaneously stopped without alarming. When attempted to resume IV drip, pump still reads "stopped¿. Biomed investigation indicates malfunction is due to intermittent fluid shield failure.¿ there was patient involvement, however, no specific harm was reported as a consequence of this event.

Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. Updated information can be found in d4 and d9.